Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated visually and no issues were observed relating to clotting as all samples met specifications. Per complaint history check this is the first complaint for lot 9358447 for the reported condition. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. At this time, based on the investigation performed, we are unable to confirm this complaint. Bd was not able to identify a root cause for the indicated failure mode. Factors related to the user handling or patient conditions cannot be discarded as possible root causes. A review of specimen handling and storage parameters is recommended for this tube type.

Event description:
It was reported that erroneous results and clotting occurred after use with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: it is reported that customer experiences erroneous results as well as clotting. A few of the techs at our sites have reported problems when they run specimens on their sysmex analyzers. They will get an error that the specimen is qns despite there being adequate sample. They rrn the specimen and it repeats fine. Another site reported that about 1 of every 2 microtainers are clotted. One of the lot numbers we have is 9358447.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that erroneous results and clotting occurred after use with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: it is reported that customer experiences erroneous results as well as clotting. A few of the techs at our sites have reported problems when they run specimens on their sysmex analyzers. They will get an error that the specimen is qns despite there being adequate sample. They rrn the specimen and it repeats fine. Another site reported that about 1 of every 2 microtainers are clotted. One of the lot numbers we have is 9358447.